Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from USA that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with mentor medical devices (500cc mentor memorygel breast implant, date of implant (B)(6) 2005) has discovered bilateral lumps on her arm pit during a lung CT scan and were suspected to be silicone by ultrasound. The bilateral leaking of devices was later confirmed by mammogram in (B)(6) 2020. The patient also experienced burning pain in breasts, joint and muscle pain. A date of explantation has not been scheduled as of yet. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 5/14/2020, mentor became aware that information that was received on 5/8/2020 that surgeon confirmed left rupture was inadvertently not reported under previous submission. Right side rupture was not confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear within the siltex cracking measuring approximately 13.9 cm was noted. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/27/2020, mentor became aware that the date of surgery was (B)(6) 2020. Hence, for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/3/2020, mentor became aware via operative report that patient's age was 57. Field a2 has been updtaed on this form. Mentor also became aware that patient experienced bilateral capsular contracture; baker grade ii on the right side, and baker grade unknown on the left side, and bilateral leaking implants. Patient code capsular contracrure has been added to field h6 on this form. Also, the replacement implants used were catalog number 3505001bc; serial number (B)(6) on the right side, and catalog number 3505001bc; serial number (B)(6) on the left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/8/2020, mentor became aware that the date of explantation and replacement with catalog number 3505001bc is 5/19/2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2020, mentor became aware that patient also experienced capsular contracture; baker grade ii on the right side, and baker grade I on left side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).